Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 the patient (pt) called to report that he/she was diagnosed with a corneal abrasion os that caused redness and tearing that occurred about two weeks ago while wearing the acuvue oasys brand contact lens. The pt reported that his/her eye "felt like something was pricking his/her eyeball." The pt reported that the event was treated by an eye care provider (ecp) who prescribed sulfonamide ophthalmic. The pt reported that event healed and the pt returned to contact lens (cl) wear. The pt reported that he/she began to experience "the same symptoms in the od." The pt reported that he "still had some eye drops left over and used the medicine for his/her second corneal abrasion as well." The pt reported that he is "an experienced wearer and never experienced this issue before." The pt reported that he/she "replaces lenses every 3 weeks and does not sleep in the lenses." The pt reported that he/she will return the suspect product for evaluation. On (B)(6) 2016 a call was placed to the pts treating ecp and the pts medical records were requested for additional medical information. Medical records summary: date of visit: (B)(6) 2016. Chief complaint: presents with/for poking sensation/irritation corneal ulcer located in the od that has been occurring constantly for since sunday. This condition using sulfacetamide drops he had left over from when he had the same sensation os at the end of (B)(6) - as an abrasion and used these drops x 7 days, and is associated with light sensitivity, redness, hazy. Pt came in wearing a black eye patch. Eye medications: sulfacetamide sodium 10% eye drops 1 gtt od tid visual acuity: sc: od 20/200 +1; ph 20/40. Plan: besivance 0.6% eye drops suspension, 1 gtt every hour od. Discussed with pt: corneal ulcer - patient educated on findings and severity of condition. This infection can spread through all layers of the cornea if it is not treated appropriately. Discussed the seriousness of the problem which cause loss of vision and loss of the eye. Subsequent corneal scarring, which can be limiting is a typical result even in cases where the infection is successfully treated. Procedures to rehabilitate vision loss can only be performed once the infection is completely irradicated. The need for a cornea culture (removal of affected cornea tissue to try to identify the infectious organism) was discussed. The procedure was performed without complication. Stressed importance of compliance with medications and follow-up appointments. All questions were answered to the pts satisfaction. Patient instructions: corneal ulcer - needs close monitoring; use eye medications as directed. Follow up as indicated. Other actions: corneal cultures done and sent to lab; start antibiotic treatment orders: follow-up in 2 days. Date of visit: (B)(6) 2016. Chief complaint: presents with/for continued irritation but improvement since wednesday; corneal ulcer located in the od that has been occurring constantly since sunday, usually the right eye. This condition using sulfacetamide drops, and is associated with cultured on wednesday. Eye medications: besivance 0.6 % eye drops/suspension 1 gtt od every hour. Va od: 20/200 +1; ph: 20/40 - used snellen. Intraocular pressure: od: 10. Orders: follow-up/re-check wednesday. Date of visit: (B)(6) 2016. Chief complaint: presents with/for improvement since wednesday. Corneal ulcer, usually od; this condition compliant on besivance every hour, but ran out this morning, and is associated with culture grew out pseudomonas aeruginosa. Staying out of contact lenses as instructed. Mild improvement since last visit. Eye medications: besivance 0.6 % eye drops/suspension 1 gtt od every hour. Visual acuity od: sc: 20/100; ph: 20/40. Intraocular pressure od: 11. Plan: fu 1 week. Date of visit: (B)(6) 2016. Chief complaint: presents with/for: eye feels really good; compliant on besivance every hour but ran out this morning; staying out of contact lenses as instructed mild improvement since last visit. Eye medications: besivance 0.6 % eye drops/suspension 1 gtt od every hour; lotemax 0.5% eye gel drops 1 drop qd od. Visual acuity od: sc: 20/80; ph: 20/40. Intraocular pressure od: 13. Plan: follow-up in 2-3 weeks. Appt. Scheduled for fu on (B)(6) 2016. No additional medical information has been received. This event is being reported for the od corneal ulcer. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kjw1 was produced under normal conditions. Six sealed blisters were returned for lot # b00kjw1. The parameters of six lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No other visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On (B)(6) 2016 a call was placed to the patient¿s (pt) treating eye care provider (ecp) and additional medical information was obtained as follows: medical records fu visit received from ecp on (B)(6) 2016: date of visit: (B)(6) 2016 chief complaint: pt presents with/for eye feels as far back to normal as pt can remember, cannot even see the spot anymore; monitoring cornea located in od for 2 week fu. This condition used besi until last friday when it ran out and using steroid tid, and is associated with staying out of contact lenses as instructed. Ocular history: acuvue oasys ¿ monthly extended wear sctl ou; os cornea with abrasion od cornea/ulcer (unspecified) ocular surgical history: od corneal ulcer; od sx date: (B)(6) 2016. Eye medications: lotemax 0.5% eye gel drops; 1 drop od tid; start date: (B)(6) 2016. Workup: va: type: spectacles: cc od: 20/20 -1; intraocular pressure: od: 13; extraocular motility: od: full; pupils: od: size dark: 3mm round apd: absent exam: slit lamp: od: conjunctiva: minimal injection; sclera: white and quiet; cornea: circular scar 1.4v just temporal to visual axis; anterior chamber: deep and quiet; iris: flat and round; lens: clear impression: corneal ulcer: location: od plan/discussion: corneal scar od from pseudomonas aeruginosa ulcer. Decrease lotemax qd x 1 week. Contact lens wearer ¿ cleared to wear contact lens in 2 weeks. Discussed lasik/prk due to residual scar, probably only a candidate for prk. Orders: follow-up/re-check when: prn. If additional information is received, will report within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.